Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set was not going in all the way into the skin. It was reported that serter was working fine. Customer reported that last infusion set removed looked bent. Customer's blood glucose was 498 mg/dl, which was treated with manual injection. Infusion sets would be replaced.